Event description:
A home patient's son contacted baxter's technical service center for assistance during the home patient's automated peritoneal dialysis therapy for assistance. Per initial report, the home patient "contaminated the tip of the patient line" of the homechoice set and then proceeded with using those supplies to perform his initial drain. Baxter's technical service center assisted the home patient's son in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.